Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that drawer was not detected on the bus. The field service engineer (fse) found that auxiliary drawer 6 was disconnected. The drawer was reconnected and the station was powered back on; however, the drawer remained nonfunctional. The fse powered off the station again and reseated all related cables. The latch inseparable, l board, module controller board, and retractable band were replaced, but the drawer continued to fail. The station was then powered off, and the full height drawer was removed. The cubies were manually removed from the drawer, and the full height drawer was replaced with a new unit. The tray was reinstalled, and the cubies were placed back into the drawer. Power was restored to the station, and the hardware test application was run successfully, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 north drawer 6 failed and could not be detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.